Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The mother reported that she took her daughter to the hospital because she felt ill. Before being seen by the doctor, the patient's blood glucose reached 358mg/dl. She also reported that the pdm did not record a bg reading. The patient's blood glucose, carbohydrate intake, and insulin history is as follows: (B)(6). At the hospital she was placed on an IV drip (dosed insulin with pod on body) and was released after 5 hours.